Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a meal, with cgm readings around 360 and a fingerstick of 306, and the user noted that a meal announcement dose did not appear effective; the user performed an infusion set change and then administered a subcutaneous insulin injection, after which glucose began to decline. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education, including guidance to remain disconnected from the pump for at least two hours after a manual insulin injection. Investigation of this case revealed that the cause of the hyperglycemia was unclear, and no device alarms or alerts beyond a high glucose alert were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.